Manufacturer narrative:
See section h.3. Device will not be returned for evaluation.

Event description:
This unit lost communication with the IV pole during an ophthalmic procedure. There was no report of patient injury.